Event description:
It was reported that the patient had a lead revision. The lead was removed because it was in the bone. Additional information received reported that most of the lead was removed. The healthcare provider (hcp) removed as much of the right lead as possible. The hcp did not re-implant another lead.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimu lator. Product ID: 3093-28, lot# v332610, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v332610, implanted: (B)(6) 2009, product type: lead. (B)(4).